Manufacturer narrative:
At this time no conclusion can be made. It is alleged an additional surgery was done to revise the bard/davol ventralex st due to movement and the patient treated for infection. However, no medical records were provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) "2016": the patient was diagnosed with a ventral hernia. On (B)(6) "2014": the patient underwent ventral hernia repair with an unspecified bard/davol ventralex st. On (B)(6) "2015": the implant of the bard/davol ventralex st mesh had to be revised due to movement of the mesh and an infection. It is alleged that as a result of having the bard/davol ventralex st, the patient has experienced significant mental and physical pain and suffering and mental anguish, has undergone medical treatment and/or corrective surgery and hospitalization, sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures . As alleged, the bard/davol ventralex st is defective.

Event description:
The following was alleged by the patient's attorney: february 2016: the patient was diagnosed with a ventral hernia. (B)(6) 2014: the patient underwent ventral hernia repair with an unspecified bard/davol ventralex st. (B)(6) 2015: the implant of the bard/davol ventralex st mesh had to be revised due to movement of the mesh and an infection. It is alleged that as a result of having the bard/davol ventralex st, the patient has experienced significant mental and physical pain and suffering and mental anguish, has undergone medical treatment and/or corrective surgery and hospitalization, sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures . As alleged, the bard/davol ventralex st is defective. Addendum based on additional information provided by patient's attorney updating the bard/davol ventralex st implant date. (B)(6) 2014- the patient underwent ventral hernia repair with an unspecified bard/davol ventralex st. (B)(6) 2015: the implant of the bard/davol ventralex st mesh had to be revised due to movement of the mesh and an infection. It is alleged that as a result of having the bard/davol ventralex st, the patient has experienced significant mental and physical pain and suffering and mental anguish, has undergone medical treatment and/or corrective surgery and hospitalization, sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures . As alleged, the bard/davol ventralex st is defective.

Manufacturer narrative:
This is an addendum to the initial MDR to correct the date of implant.

Manufacturer narrative:
At this time no conclusion can be made. It is alleged an additional surgery was done to revise the bard /davol ventralex st due to movement and the patient treated for infection. However, no medical records were provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum1: this is an addendum to the initial MDR to correct the date of implant. Addendum2: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient was diagnosed with a ventral hernia. (B)(6) 2014: the patient underwent ventral hernia repair with an unspecified bard/davol ventralex st. (B)(6) 2015: the implant of the bard/davol ventralex st mesh had to be revised due to movement of the mesh and an infection. It is alleged that as a result of having the bard/davol ventralex st, the patient has experienced significant mental and physical pain and suffering and mental anguish, has undergone medical treatment and/or corrective surgery and hospitalization, sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures . As alleged, the bard/davol ventralex st is defective. Addendum based on additional information provided by patient's attorney updating the bard/davol ventralex st implant date. (B)(6) 2014- the patient underwent ventral hernia repair with an unspecified bard/davol ventralex st. (B)(6) 2015: the implant of the bard/davol ventralex st mesh had to be revised due to movement of the mesh and an infection. It is alleged that as a result of having the bard/davol ventralex st, the patient has experienced significant mental and physical pain and suffering and mental anguish, has undergone medical treatment and/or corrective surgery and hospitalization, sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures. As alleged, the bard/davol ventralex st is defective. Addendum per additional information: (B)(6) 2014 ¿ patient was diagnosed with incisional hernia and umbilical hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per operative notes, ¿the hernia sac was dissected free of surrounding subcutaneous tissues. The umbilical defect was reduced. A ventralex st mesh (device 1) was placed into the preperitoneal space and sutured.¿ (B)(6) 2015 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralex st mesh (device 2). Per operative notes, ¿the hernia sac was dissected free down to the fascia. A medium ventralex st mesh (device 2) was placed into the space, overlapping the prior mesh caudally, was sutured to the fascia.¿